Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation of the filter membrane was confirmed. The additional difficulties reported, difficulty removing, retraction problem, and migration could not be replicated as they were related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (eifu), states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. Based on the reported information and analysis of the returned product, the reported retraction problem and difficulty removing was likely due to circumstances of the procedure. It is likely that the excessive embolic load prevented the filter from being able to fully collapse into the retrieval catheter. As a result, continuing to pull on the viper wire against resistance in the attempt to retrieve the filter caused the viper wire to pull through the filtration element resulting in the filter migrating into the iliac artery. The separation of the filter membrane occurred during the attempt to snare the filter back into the retrieval catheter with the full embolic load. As a result, the separated portion of the filter membrane migrated through the common femoral to the superficial femoral artery where a non-abbott stent was deployed to trap the separated piece of filter membrane against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a

Event description:
It was reported that the procedure was to treat the popliteal artery and common femoral artery, with heavy calcification. A 0.014 and 0.018 viperwire guide wires were advanced through the lesions into the perineal artery through an unspecified 6fr sheath. The emboshield nav 6 embolic protection system (eps) was deployed over a viperwire guide wire for vascular protection. A diamondback 2.0mm solid orbital atherectomy system (oas) was used to treat both lesions (popliteal artery and common femoral artery). Upon removal of the oas, resistance was encountered at the heavily tortuous iliac bifurcation resulting in the viperwire and filter being pulled into the superficial femoral artery (sfa). As a result, the filter needed to be retrieved to complete treatment of the popliteal lesion. The eps retrieval catheter was utilized yet not able to pull the filter deep enough into the catheter due to large calcium chunks adhered to the filter. The filter, retrieval catheter, and viperwire were brought back to the sheath. However, resistance was met while entering the sheath, causing the viperwire to pass through the filter, releasing the filter into the iliac artery. An attempt was made to retrieve the filter with a snare. However, when re-entering the sheath, the filter separated into two pieces. The proximal portion was successfully retrieved using the snare, while the distal portion, the netting, remained in the iliac artery. A 6fr non-abbott thrombectomy catheter was used to aspirate the remaining piece yet failed due to the large calcium chunks still adhered to the netting. Therefore, the 6fr sheath was exchanged for an unspecified 8fr sheath and a 8fr non-abbott thrombectomy catheter was introduced to aspirate the remaining netting piece. Yet, this caused the netting to migrate through the common femoral to the superficial femoral artery. The netting further migrated to the popliteal artery which was the initial target site (popliteal lesion). A non-abbott stent was deployed to trap the netting against the vessel wall. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - guide wire / fdw selection incorrect.